Event description:
A heat pack was applied to an IV site. Activated as directed on pack. Pack became hot. Several minutes later the nurse noted a crystal substance oozing from the pack. Area was washed as directed on the pack. No harm to the patient.